Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/06/2014 with the following findings: the pump battery compartment was observed to be cracked from the grip pad to the case seal. The pump had no evidence of moisture inside the battery compartment. The battery cap secured to the pump appropriately and the pump powered on without issues. The pump current draw was tested and was found to be out of specifications. The pump was opened and moisture was observed inside the pump including on the transceiver; when the pump transceiver was removed, the pump current draws returned to normal range. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked, moisture was observed inside the pump, and the pump electrical current draws were outside of specifications. This report is made based on the results of evaluation.